Event description:
Pt called lfs on 6/18/03 alleging their ot ultra meter would not power on. Pt reported feeling symptoms of low blood sugar, sweating, weakness, and shakiness. Pt stated that they were walking around in the mall and collapsed. Pt was taken to the mall's first aid station, where they were then given orange juice. It is not known when was the last time that pt was able to test their meter. The issue with the meter was not resolved. No further info has been reported. This case is being reported as a malfunction because there is no evidence of meter contributing to the serious injury. A letter is being sent to the pt to obtain more clinical info.